Event description:
On (B)(6) 2025, the agent documented that the user reported a cracked ilet screen, leaving it unresponsive. A replacement ilet was arranged with overnight shipping, and the current device will be returned. The user's highest blood glucose (bg) recorded was 250 mg/dl, corrected by insulin injection. The ilet alerted for the event, assistance was provided by the user¿s mother, and the user reported feeling tired during the event. No prolonged out-of-range periodo r medical intervention was required or reported at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.